Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with four reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the device deployed malformed staples. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.